Manufacturer narrative:
(B)(6) 2018.

Event description:
A report was received via social media that the patient was experiencing pain during the trial procedure. It was unknown if the patient underwent a scheduled or an early lead pull procedure.